Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation, therefore, a definitive root cause couldn't be determined. As a resolution, field service representative (fsr) advised customer that vent likely needs a new main board. Customer ordered new main board for replacement.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3:81 other: the suspect device has not been return for investigation. Biomed tried removing the batteries and the ac power to get it to hard reset and that is not working. Advised that vent likely needs a new main board. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000 us stuck with decomm vent screen. Furthermore, there was no patient associated with the event.